Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was using humalog insulin for 72 hours. Customer was informed that humalog is approved for 48 hours of use per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 307 mg/dl.